Event description:
An applier that broke off during a lap chole.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
An applier that broke off during a lap chole.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) lot in february of 2019. Evaluation of the returned instrument shows that one of the jaws is broken off of the tube assembly thus we are able to validate this complaint. Further evaluation shows that both jaws are gouged/damaged on their sides. We are unable to determine what caused both jaws to be gouged on their sides and for one of the jaws to become broken off but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.